Event description:
It was reported that a tandem mobi cartridge alarm occurred, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. No additional corrective actions or outcomes were provided regarding the event.